Event description:
Failure to osseointegrate. Attempts have been made to request the product to be returned. Unfortunately, no updates have been provided nor the product returned. Therefore, the evaluation method codes have been updated accordingly.

Event description:
Failure to osseointegrate.